Event description:
It was reported that during ICD routine follow up the device could not be interrogated with a programmer. The device had no response to the magnet and there was no special episode before. The patient felt no alert, but premature battery depletion was suspected. The device was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The field event of no communication was confirmed and found to be due to low battery voltage from premature depletion. Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.